Manufacturer narrative:
Ous MDR. The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. It is believed that the twiddler syndrome - as indicated by the complaint description - might have contributed to the dislodgement. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - after an implantation time of about 2 months, dislodgement was reported. The lead was repositioned. During the repositioning, the physician noted the atrial and ventricular lead to be twisted with each other.